Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working wall outlet, tandem charging cable, tandem wall adapter, and alternate charging cable and adapter, and customer experienced low power alerts but no power source alerts in pump history and no shutdown or inability to power on. There was no reported impact to the customer¿s blood glucose level. Customer tried multiple charging setups without success, and technical support arranged replacement pump within warranty, confirmed shipping address, and provided transport instructions, while customer was informed of need for pump replacement and planned to use replacement pump to maintain insulin delivery.